Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A fresenius clinical support specialist (css) reported an internal dialyzer blood leak that occurred at a hemodialysis (hd) user facility. Additional information was obtained during follow up with a staff member from the user facility. The blood leak occurred approximately thirty-six minutes into a patient¿s hd treatment, and was confirmed to be internal. The blood leak was reportedly visible in the dialysate compartment of the dialyzer. The machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. Fresenius bloodlines were also being used. A blood test strip was not used as it was deemed unnecessary; the blood leak was visibly obvious. There was no reported damage identified on the dialyzer. After the machine alarmed, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was approximately 350 ml. The patient completed treatment after being re-setup with new supplies a different machine. Per facility protocol, the patient was given prophylactic antibiotics (600 mg of vancomycin, administered intravenously). This was strictly a precautionary measure and it was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required. It was also confirmed that additional hd treatment was not needed. The dialyzer was reportedly available to be returned for a manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The corporate provided blood port caps and adapter caps were returned attached to the dialyzer. There was evidence of blood contamination throughout the dialyzer. Coagulated blood was present within both header end caps. The returned dialyzer was subjected to a bubble point leak test. No leaks were detected; however, this may have been due to the presence of coagulated blood throughout the dialyzer. The device was then subjected to destructive disassembly for further visual examination. A potted fiber fragment was identified on the cavity ID end of the dialyzer at approximately 180 degrees, with the dialysate ports situated at 0 degrees. The identified fiber fragment extended out of the polyurethane (pu) potting surface and measured approximately 1.34 mm in length. Under magnification (x100), coagulated blood was identified on the broken end of the fiber fragment. The opposing end of the fiber could not be isolated during the visual examination. No other damage or irregularities were noted on the returned sample. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.